Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.

Event description:
It was reported by the customer "we recently had an incident related to the powerpicc where all or a portion of the guidewire tip broke off during insertion." No other information was provided.